Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf plus 127 degree v40 hip stem. The other devices noted in this report are: unknown lfit anatomic v40 femoral head; unknown trident hemispherical acetabular shell; unknown acetabular dome hole plug; unknown trident x3 0 degree polyethylene insert. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: all devices were accepted into final stock with no reported discrepancies. Medical records received and evaluation: review of medical records by a consulting clinician concluded: ¿¿in this complicated case of a patient with multiple comorbidities, there is no evidence that factors of faulty hip component design, manufacturing or materials were responsible for any clinical problems.¿ review of provided lab results by a stryker sr. Principal scientist indicated: "all sterile lot certificates for the implants utilized were review for accuracy. There were no deviations ¿ including under dosing or reprocessing ¿ noted. Additionally, all packaging information was reviewed, and no deviations were identified. Based on the data reviewed, it has been determined that the introduction of the reported causative agents of this post-operation infection was not via the medical devices (i.e.: metal stem, femoral head, or acetabular cup; uhmwpe insert)." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot or sterile lot. Conclusions: the event was not confirmed nor the root cause of the reported event determined as histopathology or culture and sensitivity results were not provided. A review of the medical records by the clinician indicated "there is no evidence that factors of faulty hip component design, manufacturing or materials were responsible for any clinical problems.¿ a review of the medical records by a stryker sr. Principal scientist indicated: "based on the data reviewed, it has been determined that the introduction of the reported causative agents of this post-operation infection was not via the medical devices." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly "subsequent to the implantation, the patient began to experience a myriad of symptoms including, but not limited to, abdominal, hip and flank pain, nausea, vomiting, night sweats, chills and fever." It is further alleged that "on or about (B)(6) 2014 the plaintiff sought medical evaluation and treatment for palpable adenopathy in her left groin area, accompanied by fever, chills, defuse pain, nausea and itching." Update per medical records: patient was revised on (B)(6) 2014 due to infection.

Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was confirmed. Conclusions: additional patient medical records were received. The event was confirmed however the root cause of the reported event could not be determined as histopathology or culture and sensitivity results were not provided. A review of the medical records by the clinician indicated "there is no evidence that factors of faulty hip component design, manufacturing or materials were responsible for any clinical problems.¿ a review of the medical records by a (B)(4) indicated: "based on the data reviewed, it has been determined that the introduction of the reported causative agents of this post-operation infection was not via the medical devices." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by (B)(4). If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly "subsequent to the implantation, the patient began to experience a myriad of symptoms including, but not limited to, abdominal, hip and flank pain, nausea, vomiting, night sweats, chills and fever." It is further alleged that "on or about (B)(6) 2014 the plaintiff sought medical evaluation and treatment for palpable adenopathy in her left groin area, accompanied by fever, chills, defuse pain, nausea and itching." Update per medical records: patient was revised on (B)(6) 2014 due to infection.

Manufacturer narrative:
The patient's primary implant sheet was received on july 4, 2015. The additional devices associated with this event are: cat # 6260-9-236, lot # mhh813, description: v40 cocr lfit head 36mm/+5. Cat # 502-11-52e, lot # 27395301, description: trident hemispherical cluster hole shell. Cat # 2060-0000-1, lot # mhjret, description: acetabular dome hole plug. Cat # 623-00-36e, lot # mhhe9n, description: trident 0° x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly "subsequent to the implantation, the patient began to experience a myriad of symptoms including, but not limited to, abdominal, hip and flank pain, nausea, vomiting, night sweats, chills and fever." It is further alleged that "on or about (B)(6) 2014 the plaintiff sought medical evaluation and treatment for palpable adenopathy in her left groin area, accompanied by fever, chills, defuse pain, nausea and itching."

Event description:
It was reported through the filing of a lawsuit that allegedly "subsequent to the implantation, the patient began to experience a myriad of symptoms including, but not limited to, abdominal, hip and flank pain, nausea, vomiting, night sweats, chills and fever." It is further alleged that "on or about (B)(6) 2014 the plaintiff sought medical evaluation and treatment for palpable adenopathy in her left groin area, accompanied by fever, chills, defuse pain, nausea and itching."